Event description:
Vns pt had passed away. Neurologist indicated that the vns therapy system was not related to the cause of death. Neurologist indicated that the pt was found dead in front of the toilet. Neurologist reported the probable cause of death as hitting their head against the toilet during a seizure. The pt was receiving vns therapy at the time of death; however, the pt did not experience any change in seizures with vns therapy. The exact cause of death is unk at this time. The pt's seizures were unchanged with the vns therapy and they continued to experience 1-5 tonic falling seizures daily with noticeable weight gain and difficulty walking as side effects from the medication lyrica. It was reported that prior to the death, the pt was drinking less and was experiencing worsening problems with bowel movements. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Review of device programming history did not reveal any anomalies. Based on known device settings, it is not likely that the generator had reached end of sevice.